Event description:
The user facility reported a 39-year-old female was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced limb ischemia that was resolved with a distal perfusion sheath. Also, the impella cp was removed, and the patient was escalated to impella 5.5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The root cause of limb ischemia could not be determined as insufficient clinical details were provided.